Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use and deployed. The pt developed a groin infection requiring vascular surgery for an incision and drainage procedure for a groin abscess. The pt tolerated the procedure well and was discharged with antibiotics.